Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (lot number 5117176), is related to case with patient identifier (B)(6) (lot number 5129003).

Event description:
It was reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose levels. No adverse event reported. The patient had a total of 3 insulin leaks at the cannula site since using the batches with lot number 5117176 and 5129003. Return of the suspect device was requested for evaluation.